Manufacturer narrative:
(B)(4): the customer reported that the device passes the op check test, but shuts down when q-CPR is used. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device passes the op check test, but shuts down when q-CPR is used. There was no reported adverse patient impact.